Event description:
It was reported that the user experienced an infection at the insertion site. The user was treated with antibiotics, though the original course was not completed, and later developed an abscess that was diagnosed by a healthcare provider and treated with doxycycline; the patient eventually drained the abscess at home. Follow-up attempts to contact the user were unsuccessful, and it was noted that system use had been discontinued on (B)(6) 2026. Updates from a clinical specialist on june 10 indicated that the antibiotic course had been completed, the area had improved significantly with no remaining lump, and only slight skin discoloration persisted. The patient had not followed up with their primary care provider but planned to see an endocrinologist within two weeks, reported no concerns with system accuracy, and had resumed system use.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.